Event description:
The customer noted questionable vitamin d results so they performed qc. As the qc results were out of range, the customer performed calibrations which failed. The customer then repeated patient samples and found discrepant results for multiple assays. Of the data provided, only the results for the following 22 patient samples were discrepant. Patient sample 1: original vitamin d result was 54.37 ng/ml, repeat result was 22 and 27.26 ng/ml. Patient sample 2: (male born on (B)(6) 1966) original vitamin d result was 56.24 ng/ml, repeat result was 25 and 29.37ng/ml. Original vitamin b12 result was 905.7 pg/ml, repeat result was 457 pg/ml. Patient sample 3: original vitamin b12 result was 1056 pg/ml, repeat result was 428.5 pg/ml. Patient sample 4: original vitamin b12 result was 1019 pg/ml, repeat result was 412.7 pg/ml. Patient sample 5: original vitamin b12 result was 1476 pg/ml, repeat result was 841 pg/ml. Patient sample 6: original vitamin b12 result was 1560 pg/ml, repeat result was 834.7 pg/ml. Patient sample 7: original vitamin b12 result was 919.8 pg/ml, repeat result was 334.6 pg/ml. Patient sample 8: original vitamin b12 result was 1174 pg/ml, repeat result was 544.8 pg/ml. Patient sample 9: original vitamin b12 result was 1049 pg/ml, repeat result was 442 pg/ml. Patient sample 10: original vitamin b12 result was 1166 pg/ml, repeat result was 445.5 pg/ml. Patient sample 11: original vitamin b12 result was 1074 pg/ml, repeat result was 406 pg/ml. Original vitamin d result was 42.63 ng/ml, repeat results were 12.6 and 14 ng/ml. Patient sample 12: original prolactin result was 2.39 ng/ml, repeat result was 6.34 ng/ml. Patient sample 13: original testosterone result was 744.5 ng/dl, repeat result was 346.3 ng/dl. Patient sample 14: original vitamin b12 result was 1124 pg/ml, repeat result was 451 pg/ml. Patient sample 15: original prolactin result was 4.48 ng/ml, repeat result was 10.6 ng/ml. Patient sample 16: original troponin t result was 0.010 ng/ml with a data flag. The repeat results were 0.016 ng/ml and 0.021 ng/ml. Patient sample 17: original troponin t result was 0.010 ng/ml, repeat result was 0.026 ng/ml. Patient sample 18: original prolactin result was 33.97 ng/ml, repeat result was 69.57 ng/ml. Patient sample 19: original vitamin b12 result was 1467 pg/ml, repeat result was 898.8 pg/ml. Patient sample 20: original vitamin b12 result was 1099 pg/ml, repeat result was 688.4 pg/ml. Patient sample 21: original prolactin result was 17.64 ng/ml, repeat result was 29.01 ng/ml. Patient sample 22: original vitamin b12 result was 1361 pg/ml, repeat result was 759.4 pg/ml. The original results were reported outside the laboratory. The repeat results were believed to be correct. The customer stated all of the physicians have been contacted and notified of the corrected results. There were no adverse events for any patients. The reagent lot number for vitamin b12 was 17887705 with and expiration date of 03/31/2016. The reagent lot number for vitamin d was 18029401 with an expiration date of 10/31/2015. The reagent lot number for prolactin was 17934903 with an expiration date of 12/31/2015. The reagent lot numbers and expiration dates for troponin t and testosterone were requested but not provided. The customer performed liquid flow cleaning and repeated the qc. About half of the qc results were out of range. The field service representative found there was a blocked flow path and replaced the measurement cells. He performed adjustments and blank cell calibration and ran performance testing. The customer ran calibration and qc which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.